Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating no anomalies were found. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to numerous sensing integrity counter (sic) events. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.